Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the bg. No pump issues were identified.